Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. D. This is a system report; section d information references the main component of the system and was in use with the following devices which cannot be excluded as a contributing factor to the adverse event: product ID: l-evolutfx-2329, lot #: 0013039611, ubd: 24-sep-2027, UDI#: (B)(4) product ID: evfxplus-23, serial #: (B)(6), ubd: 22-may-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during loading and prior to the implant of this 23mm transcatheter aortic bioprosthetic valve (tav), a hair was identified under the handle. It was unknown whether the hair had been present prior to opening the packaging or had entered after opening. The valve, dcs, and ls were all discarded and replaced and a new system was used for implant.